Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The straight suction 9733449 em ent was returned for analysis. Analysis found that the straight suction would not verify and when attached to a known good tracker it was returning a divot error of 2.4 mm to 2.8 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction would not verify well. The system was working fine, but the manufacturer representative had to manipulate the suction greatly to get it to verify. The other suction verified with no issues. The suction was not visibly damaged and it was noted that a possible cause of not verifying was that the suction was bent, but not visibly. No patient was present at the time of the event.